Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer site. The reported compliant of the observed leak of saline fluid from the start-up kit into the console pump raceway and white rollers from the pump rotor on the console were broken was not confirmed during the visual inspection and the functional testing. There were no device deficiencies found during the evaluation of the console that could have caused or contributed to the reported complaint. The thermogard console performed properly as intended. The start-up kit (suk) was not returned for evaluation, and therefore, the customer complaint of the leaking suk into the console pump raceway could not be confirmed. Upon visual inspection, unrelated to the reported complaint, the pump lid was found damaged. The pump lid was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in september 2014 and is 6 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The event log review showed no significant discrepancies. The thermogard console passed the initial functional testing without any fault or error. Following service, the console passed all testing criteria and meets performance specifications.

Event description:
During ivtm therapy, the user observed the leak of saline fluid from the damaged start-up kit into the thermogard console (sn (B)(4) pump raceway. Also, the customer reported the white rollers from the pump rotor on the console were broken. No additional information was provided. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.